Event description:
This report summarizes 1 malfunction event(s), where it was reported the devices experienced an inaccurate scale and when there bed exit failed to alarm. It was alleged that the patient fell and sustained a minor injury.

Manufacturer narrative:
Vmsr added to exemption number field.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. However, there was no product malfunction; the issue was the result of use error. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event(s), where it was reported the devices experienced an inaccurate scale and when their bed exit failed to alarm. It was alleged that the patient fell and sustained a minor injury.